Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Additionally, pacing was delivered when not required due to the oversensing and right atrial lead position. No adverse patient effects were reported. This pacemaker remains in service.